Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high defibrillation threshold (dft) and loss of capture (loc) as the lead was suspected to be fractured. Upon interrogation, the electrophysiologist also determined that the impedance had risen. The lead was surgically abandoned. There were no additional adverse patient effects were reported.